Event description:
The company was informed of an alleged incident via a user facility/importer medwatch report uf/importer report number (B)(4). The user facility/importer medwatch report describes the alleged incident as the following: "patient transferred from (B)(6) to nursing home division in same building. Patient placed in geri chair covered by sheet. The o2 concentrator placed at approximate 45 degree angle in geri chair. The o2 liquid oxygen leaked causing second degree burn on patient's thigh and backside". The model number and serial number provided on uf/importer report number (B)(4) does not match any final good product manufactured by the company. Also, the user facility/importer description of the alleged event references an "o2 concentrator", which is a product that does not contain o2 liquid oxygen. The company has made numerous attempts to contact the user facility for further information with no response. The company will make all efforts to identify the equipment in the alleged incident and complete a full investigation.